Manufacturer narrative:
Product event summary: the pump of unknown serial number was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that the patient had a symptomatic transient ischemic attack (tia). Two computed tomography (CT) scans were negative. Per the instructions for use, neurological dysfunction is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This regulatory report is being submitted as part of a retrospective review and remediation per d00595827 due to an FDA audit observation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a symptomatic transient ischemic attack (tia), two computed tomography's (CT) were negative. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient experienced transient ischemic attack (tia) symptoms nine days post ventricular assist device (vad) implant which were associated with right upper extremity weakness and left facial droop. It was also reported that at the time of this event, the patient was compliant with their anticoagulation therapy. The patient's international normalized ratio (inr) was therapeutic. The following day, the patient's symptoms resolved with observed equal strength in bilateral upper extremities, no facial droop and no deficits. It was noted the patient had left heel numbness and felt overall weak but improving.

Manufacturer narrative:
A supplemental is being submitted for additional information. Additional information: - b5 desc evt problem: updated to include additional adverse event experienced by the patient - b7 relevant history: updated to include cardiomyopathy - d4 model #, catalog #, expiration date, serial #, unique identifier (UDI) #: updated to include information surrounding vad serial number (B)(6) d10 concomitant prod: updated to include concomitant devices in use during the time of the event - h4 device mfg date: updated to include 2019-11-12 - h6 patient codes (ime/annex e): updated to include e0127 and e1621 - h10. Addt manufacturer for MDR: updated to include continuation of d10 and statement for information received from study continuation of d10: 5076-52, lead implanted (B)(6) 2016 6947m62 ICD implanted (B)(6) 2016 this information was received from the hvad destination therapy post approval study. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and an update to the product event summary. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that the patient experienced transient ischemic attack (tia) symptoms which were associated with right upper extremity weakness and left facial droop. Of note, it was reported that, at the time of this event, the patient was compliant with their anticoagulation therapy. The patient's symptoms resolved with observed equal strength in bilateral upper extremities, no facial droop, and no deficits. Based on the available information, including the occurrence of the event nine days post-implant, the device may have caused or contributed to the reported event. Per the instructions for use, tia is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.